Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with shots and the pump. The customer's blood glucose reading was 400 mg/dl last night and it went down to 306 mg/dl. The customer stated that he did not have a lot of insulin to do stuff. The customer stated that he worked with his diabetes educator who mentioned he may need to change cannula lengths. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer does not want to troubleshoot for air bubbles or leaks.